Event description:
It was reported while a patient had been wearing a pod for 10 minutes their blood glucose level had rose to over 400 mg/dl. In addition the patient reports the pods needle had failed to retract upon initial activation. The pod was expired and will not be returned.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.